Manufacturer narrative:
Concomitant medical products: product ID: 8575 lot# n240824, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j10885r23, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 9000 mcg/ml (dose 2200 mcg/day) and bupivacaine 9 mg/ml (dose 3.96 mg/day) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation and the patient did not recently have a MRI. The logs showed the motor stall occurred on (B)(6) 2015. The pump was replaced on (B)(6) 2015 and it was unknown if the patient was having any symptoms. The pump would be returned to the manufacturer. The cause of the motor stall, troubleshooting performed, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.